Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The tip od was measured using a digital snap gauge. A visual and microscopic examination found that the stent was damaged at the distal end. Struts on the most distal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device into the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked 247mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 32 x 3.00 mm promus premier stent was selected to treat the target lesion; however, resistance was encountered while the device was advanced to the proximal left anterior descending artery with superficial calcification. When the device was removed from the patient's body, the stent was found to be lifted. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 32 x 3.00 mm promus premier¿ stent was selected to treat the target lesion; however, resistance was encountered while the device was advanced to the proximal left anterior descending artery with superficial calcification. When the device was removed from the patient's body, the stent was found to be lifted. The procedure was completed with a non-bsc device. No patient complications were reported and the patient¿s status was good.